Manufacturer narrative:
Result - lift limits.

Event description:
It was reported by service report that the bed will not lower and the auxiliary power cord was damaged. It is unknown if there was patient involvement or if there are adverse consequences to report.